Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated on 11 out of 14 days, acm does not have a successful measurement until many hours after the first attempt. Thresholds vary between 0.5 and 1.75 from (B)(6) 2014. (B)(4)

Event description:
It was reported that the atrial capture management (acm) reported low thresholds. The physician noted there were atrial refractory (ar) events after the ventricular event. Manual atrial capture threshold indicated higher thresholds than what was with the acm. The ar's were most likely retrograde p-waves resulting from the loss of atrial capture and the physician wondered if the patient's increase in atrial fibrillation (af) was also due to loss of capture. Acm was turned off. The device was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.